Event description:
The micro drill was sent in for analysis because it was running on its own prior to a procedure. There was no pt involvement but there was a five minute delay in the procedure to retrieve a replacement device. No adverse event was reported.